Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report air bubbles in cartridge and tubing. At the time of the call, the reporter mentioned that the patient¿s blood glucose (bg) levels had been running high. She reported that the patient was ¿high¿ with large ketones on the day prior. She also mentioned that prior to going to school on (B)(6) 2013 his blood glucose was 123 mg/dl; however, 2 hours later the school nurse called to report the patient¿s blood glucose was 383 mg/dl and the patient complained of a ¿belly ache¿. The patient¿s mother informed the animas representative that she would give correction for elevated bg levels and sometimes change the site. At the time of troubleshooting, the animas representative discovered that the patient¿s mother and father were not using the correct technique to remove air from the cartridge. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. It was determined that air bubbles in the cartridge may have prevented the patient from receiving insulin, contributing to the patient¿s high blood glucose excursion.